Manufacturer narrative:
Additional information was provided in b.5., d.10., h.3., and h.11. Based on the information received following the submission of the initial report, this event does not meet criteria as reportable malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that there was no patient contact with the product as the issue was noted during priming the product.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during intraocular lens (iol) implant procedure, lens was folded wrong in package. It was stated that they continued to use product. Additional information has been requested.